Event description:
It was reported that on (B)(6) 2015, a female patient underwent surgery for insertion of a trochanteric fixation nail for a left femur fracture. Upon insertion of the 3.2 millimeter (mm) guide wire for the lag screw, the tip of the wire broke off in the lateral cortex of the patient, binding just posterior to the nail. The surgeon left the wire as it was well embedded in the cortical bone and was not protruding. The portion remaining in the patient was approximately five mm long. Surgery was delayed less than ten minutes. The surgery was completed successfully with no other medical intervention required. This complaint involves one device.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.